Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The status lights on the back of the patient programmer were assessed, but no lights were confirmed. It was stated the patient "didn't think they have ever changed the patient programmer batteries." It was further stated that the patient had been lethargic and was "stumbling" around for the about three days. It was reported that the patient "believed their implantable neurostimulator (ins) may need to be replaced." A minor shock/buzzing sensation could be felt by the patient, as well. It was noted that reprogramming had been completed about six months ago and the symptoms "got better after that." In addition, it was noted that the patient was going to have another ins implanted in their chest on (B)(6) 2012. It was further reported that the patient lost therapeutic effect. It was indicated that the patient had trouble with shaking and difficulty walking the past four days. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_ptm_prog, product type: programmer. Product ID: 7482a51, serial# (B)(4), implanted: 2009, product type: extension. Product ID: 7482a40, serial# nhu173128v, implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2009, product type: lead. (B)(4).